Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. A patient experienced tingling at ipg site was reported to abbott. It was determined the patient was implanted with penta and proclaim. After MRI patient felt tingling in the ipg area. The ipg was able to be set to MRI mode. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced uncomfortable stimulation at the ipg site after an MRI. The magnetic strength used during MRI was 1.5 tesla.